Manufacturer narrative:
Literature: rai, p., davies, o., wand, j., & bigsby, e. (2016). Long-term follow-up of the copeland mark iii shoulder resurfacing hemi-arthroplasty. Journal of orthopaedics, 13(1), 52-56. Doi:10.1016/j.jor.2015.09.003. The product was not available for return. Root cause attributed to patient trauma. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received from a review of a journal article titled, "long-term follow-up of the copeland mark iii shoulder resurfacing hemi-arthroplasty". The present study provides long-term follow-up of the mark iii copeland resurfacing hemi-arthroplasty, showing good results in an elderly population, with few complications and a low revision rate. The study cannot comment on the use of the prosthesis in a young population, but does recommend it in an elderly patient group. This complaint is reporting the (B)(6) male patient shoulder revision due to periprostetic fracture event. There has been no further information provided and the patient outcome is unknown.